Event description:
Failed multiple staplers. No patient harm. Reported to company. Staplers returned to company. Endo-gia ultra 12mm universal stapler. Covidien egiaustnd. Lot #s: p2t0205 (x2), p2l0137x (3), p2k0610 (x-1). Reference reports: mw5115085, mw5115087.